Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, a portion of the distal tip of the hex driver broke off into the fixation device. The fragment was easily retrieved from the body and the procedure was concluded successfully using another same type device without further issue or harm to the patient.